Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be confirmed. The one-minute pre-repair temperature testing results are as follows: gear 83.4f, motor 82.0f, and bearing 83.3f. The bearings were found corroded due to dried saline. The parts were replaced. The device was repaired, cleaned, and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The user reported the m4 handpiece does not work and overheats. There was no patient impact.